Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 64 x 77 mm in diameter abdominal aortic aneurysm. It was reported that limb occlusion was found post-operative follow-up. The relevant device itself had patency in the left external iliac artery. However, it was occluded by thrombus. A thrombectomy was attempted; however, the thrombectomy was unable to be performed. Another manufacturer¿s stent was implanted in the distal side. A femoral-femoral bypass surgery was performed. The patient is stable. No additional clinical sequelae were reported. The physician commented that the cause including thrombosis is unknown, the physician is monitoring the patient.

Manufacturer narrative:
(B)(4). Results: stent graft occlusion. Thrombus. Cause of thrombus is unknown. Conclusion: stent graft occlusion. Thrombus. Cause of thrombus is unknown.